Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to the procedure, there was a small tear on the distal end of the ureteral stent. It was further noted that the proximal coil was torn starting at the last sideport and continuing through the end of the tubing. The physician used another device to complete the procedure and no patient harms were reported.